Manufacturer narrative:
Customer tested positive for flu b using ihealth covid-19, flu a&b 3-in-1 antigen rapid test, then tested negative for flu b from a cordx rapid antigen test and pcr test. The pcr test was taken (B)(6) 2025 no lot number information available, the manufacturer cannot effectively verify and confirm customer feedback. This event is the same as the feedback of MDR report #mw5167624, mw5167625, mw5167626, mw5167627, mw5167628, which is the same event.

Event description:
Event details: her husband tested positive for influenza b by the ihealth 3-in-1 rapid antigen test at least five times over 10 days. Discovered negative by cordx rapid antigen test. Went for a poc pcr (point-of-care polymerase chain reaction) test within two hours of discrepant results and confirmed negative for influenza a and b by pcr, although positive for rsv (respiratory syncytial virus). We wasted countless flu rats following up, e.g., I tested nearly daily for flu to avoid exposing lab members. More photos of multiple false positive tests over the past 10 days available if needed. Used at least two different boxes. More photos available. Negative (for flu b) pcr test result obtained within two hours of positive (for flu b) rapid test. More photos available. Negative (for flu b) pcr test result obtained within two hours of positive (for flu b) rapid test. Reference reports: mw5167624, mw5167625, mw5167626, mw5167627, mw5167628.